Manufacturer narrative:
Concomitant medical products: 419488 lead implanted: (B)(6) 2013, dtma1d1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to low pacing impedance values. The lead remains in use. No patient complications have been reported as a result of this event.